Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse noted that the system was operating fine. The fse reviewed the system log and found that error 417 had occurred frequently. The system was tested and verified as ready for use. A log review confirmed the procedure date of (B)(6) 2022 on system sk3402. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the site encountered a battery error. The customer called in after the procedure to report the issue. The customer reported that system functionality was checked prior to use, and no issues/errors were noted. The issue also occurred a few days ago, but the customer was unable to provide the exact event date or any additional details related to the event. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the error was not present when they checked the da vinci system after the case. The procedure was converted to laparoscopic surgery with no reported injury. On 14-june-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the same issue/error also occurred on (B)(6) 2022. The procedure was not converted, and there was no patient injury.